Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported per medwatch report that the procedure was being performed on a pt with hepatic/renal dysfunction. The event stated the interventional radiologist was performing a thrombectomy to re-open a shunt using a percutaneous thrombolytic device (ptd) device. Due to the pt's difficult anatomy, the device became lodged in the shunt and could not be removed. The pt was taken to the operating room for a vascular cut down to remove the device. Add'l info rec'd on (B)(6) 2011 from the risk manager stated the interventionalist was not aware the pt had a shunt in the graft. It is unk how many passes were made prior to the device becoming lodged in the shunt. The ptd was surgically removed w/o complications. It is unk if there was a delay in treatment. There was no pt death and no reported pt complications.